Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire had detached and remained in the patient's skin. Patient's mother stated that she pulled the wire out like a splinter. The sensor wire was inserted at buttocks on (B)(6) 2015. No additional event or patient information is available.